Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in pacing impedance with vectors utilizing the lv tip. The lv lead was reprogrammed ring to ring and the impedance values were stable. The lv lead remains in use. No patient complications have been reported as a result of this event.